Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 34 -40 mg/dl and loss of consciousness; cause was not known. The customer ate breakfast, lunch, a cheese sandwich and drank juice to address bg before the customer's husband called an ambulance and they were taken to the ER. At the ER the customer was treated with intravenous fluids of saline to address the low bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. A replacement pump was sent to resolve the issue.